Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue incorrect main processor firmware was confirmed. Received on 22-nov-2024 into bd san diego operation¿s lab. Pcu unit was received unboxed and with paperwork. External inspection revealed no physical damage, cosmetic damage and labeling damage. Checking the unit¿s main processor and main boot block software reveal incorrect versions, thus confirming the stated issue. Device disassembly was not deemed necessary. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center install the correct firmware. Failure investigation report attached to qn in sap.

Event description:
It was reported that the device had incorrect main processor firmware 12.3.2.166. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had incorrect main processor firmware 12.3.2.166. There was no patient involvement.